Event description:
Customer reported with an issue of "image anomaly" (no image). The issue was found during cleaning/disinfection. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
E1 address full address name and facility name: (B)(6) medicine. Investigation is ongoing. This report will be supplemented following investigation completion and or supplemental report(s) will be submitted should any relevant new information is available and / or received.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed. The image was lost due to cable failure. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, ¿precautions for disappeared or frozen endoscopic images,¿ the following description is found in the ¿warning¿ section. -if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor complaints about this device.